Manufacturer narrative:
Product analysis: the product discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, at 80% deployment with a depth of 2mm on the non-coronary cusp and 4mm on the left coronary cusp, both coronary arteries were filling. The valve was fully deployed and the gradient decreased from 100 mm hg to 30 mm hg. The physicians did not believe a gradient of 30 mm hg was acceptable based on the patient¿s age and activity level. A decision was made to intentionally crack the valve; a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 24 mm balloon which reduced the gradient to 25 mm hg, the systolic blood pressure did not rise above 85 mm hg. A second bav was performed for approximately 30 seconds with the same balloon, but it was not confirmed if the valve had cracked. The blood pressure remained soft (70/40), but coronary perfusion was confirmed and the aortic root appeared intact with no evidence of a dissection. Complete heart block (chb) was observed following the second bav; it was thought that the chb could have contributed to the low pressure in addition to the long pacing runs. A trans venous lead was implanted in the left jugular vein due to chb. An echocardiogram was not performed. The system was withdrawn from the patient, access sites were closed, and the blood pressure decreased further (50/20). Cardiopulmonary resuscitation (CPR) was initiated; echocardiogram did not show an effusion, but hypokinesis was confirmed. Extracorporeal membrane oxygenation was initiated, the patient was converted to an open surgical procedure due to partial obstruction of the left main coronary artery. The 26 mm medtronic and 23 mm non-medtro nic valves were explanted and replaced with a non-medtronic bioprosthetic valve. It was reported either material from the surgical valve or calcium caused the partial coronary obstruction. It was noted that the patient had a previous valve-in-valve with two non-medtronic valves; a transcatheter valve was implanted in a surgical valve. The first non-medtronic valve had aortic insufficiency and stenosis, the second 23 mm non-medtronic valve had aortic insufficiency, stenosis, thickened leaflets, and a gradient of 100 mm hg. No additional adverse patient effects were reported.